Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 result for a urine sample from the cobas 8000 c702 module. The initial result was 40 mg/ml with a data flag. The repeat with an automatic dilution was 20.7 mg/ml the repeat result from another unit with an automatic dilution was 69.72 mg/ml. With a manual dilution, the result was around 69 mg/ml.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
General reagent issues were excluded as the result believed to be correct was obtained using the same reagent. The field service engineer found the room humidity was low. An ion blower was added to minimize the influence of static electricity. The investigation determined the event was due to the environmental issue of low humidity.